Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module delivered a dose at the expected rate (over 1 hour at 300ml/hr) but that only half of the medication infused. Metronidazole was ordered for 300ml/hr with a volume to be infused of 300ml and a concentration of 5mg/ml. It was noted that there was also an infusion of d5 ns w/ 20meq kcl running at 115ml/hr. There was patient involvement, but impact is unknown.

Event description:
It was reported that the large volume pump module delivered a dose at the expected rate (over 1 hour at 300ml/hr) but that only half of the medication infused. Metronidazole was ordered for 300ml/hr with a volume to be infused of 300ml and a concentration of 5mg/ml. It was noted that there was also an infusion of d5 ns w/ 20meq kcl running at 115ml/hr. There was patient involvement, but impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of metronidazole was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. During the external and internal inspection, it was observed that the pivot latch screw was backed out and protruding from the right side of the door. Additionally, adhesive was noted on the upper rear screw, which broke during removal, leaving part of it embedded in the bezel insert. All inspected components were manufactured by bd. The logs from the pcu and pump module were reviewed for the reported event on 23may2025 at 3:23 pm. No errors were found in the pcu error log. The event log showed that a remote IV for drug ID 621 (suspected metronidazole) was received and started at 3:23 pm with a dose of 1500 mg in 300ml, to be infused at a rate of 300ml/hr. The infusion began with a prior volume infused (pvi) of 432.346ml. It was briefly paused at 3:37 pm and resumed at 3:40 pm, then completed at 4:26 pm with a pvi of 732.363ml, indicating that approximately 300ml were infused over the course of one hour, as expected. Later, at 4:57 pm, the channel was reselected and the infusion resumed using previous settings, with a pvi of 733.663ml. An air-in-line alarm occurred at 5:09 pm, and the channel was turned off at 5:17 pm. The unit was removed at 5:19 pm with a total volume infused of 791.514ml. The bd alaris system user manual (v9.33) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but impact is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: 01981805). Device opened for investigation, please re-torque all screws. Please replace the pivot latch screw, which was found backed out and protruding from the right side of the door. Additionally, please replace the bezel assembly, as the upper rear housing screw was found with adhesive and broke during removal, leaving part of the screw embedded in the bezel insert. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of an under infusion of metronidazole was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. However, external inspection revealed a loose pivot latch screw protruding from the door, which may have contributed to improper door engagement. The bd alaris system user manual (v9.33) warns that improper handling of the administration set during door closure can lead to infusion inaccuracies. Therefore, the event may be related to a combination of mechanical condition and use-related factors. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.